Event description:
It is reported that the pt was revised due to instability. During the revision, it was found that the liner was cracked.

Manufacturer narrative:
This report will be amended when our investigation is complete.